Event description:
It was reported that shaft break and removal difficulties occurred. The 0-25% stenosed target lesion was located in the severely calcified right coronary artery. A 2.50 x 32mm synergy xd drug-eluting stent was selected for use. However, during procedure, the shaft broke into two pieces at the wire exit port. The device could not be removed, so it was pressed to the vessel wall and a goose neck snare was used. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 2.50 x 32mm stent delivery system was returned for analysis without the distal shaft containing the inner outer shaft polymer extrusion, stent, balloon, and tip. The device was returned without the distal shaft containing the stent. Distal shaft of the device not returned so the balloon cones could not be reviewed. Distal shaft of the device not returned so the tip of the device could not be reviewed. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section found a break in the midshaft region at 122 cm distal to the distal end of the strain relief with the corewire exposed. Additionally, a stretching region was also noted 2cm in length proximally to the breaking site. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break and removal difficulties occurred. The 0-25% stenosed target lesion was located in the severely calcified right coronary artery. A 2.50 x 32mm synergy xd drug-eluting stent was selected for use. However, during procedure, the shaft broke into two pieces at the wire exit port. The device could not be removed, so it was pressed to the vessel wall and a goose neck snare was used. The procedure was completed with a different device. There were no patient complications nor injuries reported.